Event description:
Dental tooth implant began to cause pain and felt loose. I went to my dentist who took an x-ray and found the implant itself was cracked, and the area around appeared to show bone loss. My dentist removed the crown portion and advised. I went to the surgeon who placed the implant. The surgeon took a cbc1 scan and confirmed the implant was cracked. Since the surgeon was out of my insurance network and did not offer the implant mfg replacement warranty. I went looking for another provider. While I was searching, the implant itself fell out of my jaw bone. I saved the device and have it for viewing. The crack is evident on the device at its collar.